Manufacturer narrative:
Based on the data available through the review and investigation of this file, the most likely underlying cause of the product being explanted is a patient's physiological condition and not as a result of the implants manufactured by biomet microfixation. The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 6.

Event description:
Customer reports a tmj revision surgery occurred due to ankylosis.